Event description:
Product surveillance initially received a report in 2009 from a home patient's (hp) peritoneal dialysis (pd) nurse indicating that the y set connection between the catheter and the y-sets are becoming loose. Product surveillance contacted the peritoneal dialysis (pd) nurse two days later and she stated that the separation occurred between the plastic catheter adapter and the transfer set, not between the catheter and the y-set. She stated that she does not know the manufacturer or type of the catheter as it was placed at the hospital. The nurse indicated that the hp has been on continuous ambulatory peritoneal dialysis (capd) treatments since ten months ago. The nurse indicated that three months ago, the hp's transfer set was changed as it had been in use for 6 months and was due the routine change. She stated that the connection is made by hand and there were no connection difficulties. The nurse stated that the possible lot number is h07b14042, although she is not sure. The nurse indicated the hp was fine and there was no transfer set malfunction or complication. The following month, the hp had peritonitis and began receiving antibiotics until the next week. There was no allegation made against any baxter product in regards to this peritonitis episode and the hp's nurse indicated that there was no transfer set malfunction or complications and the cause of this episode was unknown. The following month, the hp reported not feeling well. On the same date, the patient was diagnosed with peritonitis manifested by cloudy effluent and was admitted to the hospital. On that date, a peritoneal effluent gram stain and culture were performed. While in the hospital the hp was treated with vancomycin intravenously (IV) (1 gram every 4 days for a total of 21 days). Three days later, the hp was discharged from the hospital. The nurse clarified that after three more days, the transfer set was noted to be leaking (not separated or loose) and was changed. The nurse stated that the transfer set seemed to have been in the closed position; however, was leaking. The nurse indicated that the leak may not have been noticed prior because it was only a small seepage. The hp was receiving vancomycin and gentamycin through the pd fluids and vancomycin intravenously. The following week, the hp came to the clinic and complained of catheter pain, stomach pain, and cloudy effluent. On the same date, a gram stain and culture were performed (the hp was still being treated with vancomycin at that time. Three days later, the hp was admitted to the hospital for the fungal peritonitis and the hp's pd catheter was removed. The next week, the hp was discharged from the hospital and started temporary hemodialysis. Per the nurse, the patient is now doing well and will be returning to pd therapy in approximately two weeks. Per the nurse, the not feeling well, catheter pain, and stomach pain resolved that month. The nurse stated the cause of the fungal peritonitis was unknown, but thought to possibly be related to the leaking transfer set. No additional information is available.

Manufacturer narrative:
(B) (4) one unused sample from the possible lot number involved in the incident was received for evaluation in its original packaging. The set was removed from the package and was functionally hand tightened to a lab titanium adapter without difficulty. The set was tested underwater at 8 pounds per square inch (psi) with no leak noted with the sleeve in the open and closed position. In addition, during visual inspection, no manufacturing abnormalities were noted; therefore, the reported condition could not be confirmed in the laboratory.

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous right coronary artery (rca). An 8x3.0mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The lesion was dilated with an unspecified balloon but the sds still could not cross and it was noted that the stent got damaged. The procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
The nurse indicated that an unused sample from the possible lot number involved (h07b14042) is available for evaluation.